Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon investigation, the belt was unable to communicate with a monitor. The cause of the failure was isolated to an open green wire (3.3v) in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor reported that a patient's electrode belt had a damaged cable.